Event description:
It was reported that during an angioplasty procedure in the left femoral artery, the leakage of fluid was allegedly found at the connection of the pta balloon body and the catheter when the balloon was withdrawn from the body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Four photos were provided and reviewed. The first photo shows the outer packaging of the ultraverse 035 device. The labeling information matches with the information available in trackwise. The ultraverse 035 device can be seen inside a transparent pacakging. The second photo shows the device. Dislodgement of the strain relief can be seen. A kink on the catheter shaft near to the strain relief can also be seen. The third photo shows the strain relief of the device which is seen dislodged. The fourth photo shows the balloon of the device. It is seen deflated. No specific anomalies noted. Therefore, the investigation is inconclusive for the reported leak as no objective evidence was provided. However, the investigation is confirmed for the identified strain relief dislodgement as dislodgement of the strain relief was seen. The investigation is also confirmed for the identified material deformation as a kink on the catheter shaft was seen. A definitive root cause for the alleged leak, identified strain relief dislodgement and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.